Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to wear and tear damage with customer mishandling and with increasing usage over time. The event can be detected by following the instructions for use (IFU) which state: warning ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customer's initial report of damaged optics was not confirmed. Additionally, olympus noted the following: there is a gap between the acoustic lens and ultrasound probe, due to the crack on the distal end water tightness was lost, due to damage on the ultrasonic probe the displayed ultrasound image is defective with missing elements, damaged acoustic lens, cracked light guide lens, wear on the adhesive around the light guide lens, detached adhesive on the bending section cover, buckling on the connecting tube, wear on the angle wire and bending angle in right direction does not meet standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus that the optics on evis exera ii ultrasound gastrovideoscope are damaged. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified a gap of adhesive on the distal end, stain entered inside the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.